Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had a damaged desktop charger cord (dtc). Caller mentioned that the metal pin on the dtc looked bent. An email was sent to repair to replace the desktop charger.

Event description:
Patient representative called back and said that they received the cord however still not able to recharge and patient is shaking. When asked, caller said doesn't have the equipment, said they brought to her son's place for assistance. Redirected caller to call back when has equipment in order to troubleshoot the situation. Caller was also redirected to contact hcp office. They said the replacement desk top charger and recharge antenna didn't resolve the problem. The recharger is not taking a charge. Sent request to repair to replace the recharger. Patient is shaking real bad because they can't charge their implant.

Manufacturer narrative:
See b5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.